Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. It was noted that the patient was found at home unresponsive by a home health nurse. It was reported that the patient was found still attached to their controller and batteries. No additional information was available.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that the patient expired on (B)(6) 2020. The cause of death was unknown. The patient was found at home unresponsive. They were still attached to their system controller and batteries. No additional information was available. There was no indication the device will be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.